Event description:
Description of event according to initial reporter: gunther tulip vena cava filter inserted via right internal jugular vein and deployed, filter did expand. Gunther tulip vena cava filter retrieval set inserted via right internal jugular vein. Filter did not center. Under fluoro guidance filter and system removed intact. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation unknown. PMA/510(k): unknown rpn. Investigation is still in progress.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the filter did not center during deployment and was removed intact under flouro guidance. No product was returned, and no imaging was provided, based on the limited information provided it would be inappropriate to speculate at what may or may not have caused the filter to tilt/not center upon deployment. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.